Event description:
During patient treatment, the operator reported that the displayed mean airway pressure suddenly dropped from 8.0 to 0.3 cmh2o, although the driver continued to run. The patient was placed on another 3100a without compromise.